Event description:
Trocar was placed and functioning at first then during procedure, staff noted it was losing the pneumoperitoneum and attempted to pump in more gas that was not effective. Trocar removed and staff noted it to be cracked. Procedure completed.